Event description:
Boston scientific received information that this lead was implanted during an rv lead revision because, there were issues with the previous rv lead. This lead was the third rv lead tried during this implant. The following day, loss of capture was observed at maximum output and the patient had an underlying rate in the 20's. Pacing impedance measurements were 2,800 ohms. A revision procedure was performed and this rv lead was repositioned on the septum with an impedance measurement of 650 ohms. The following day loc was again observed. The patient was reportedly being paced off the lv lead with a threshold measurement of 1.3v @ 1.5ms, with output programmed to 1.7v @ 1.5ms due to the previous stimulation observation. It was noted that the lv lead was oversensing and was to be programmed off. Technical services was consulted and discussed recommendations. The local area sales representative noted that it was unlikely that the physician would want to perform another revision procedure due to the patient's age. Additional information was received that this lead was explanted and was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation occurred most likely during the explant procedure. Blood penetrated the lead in these areas. During further analysis, no deviations were noted which might be related to the sensing issues as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.